Event description:
It was reported that the customer was admitted in the emergency for high blood glucose. The blood glucose reading was over 500 mg/dl at time of admission. It was stated that the customer was treated with insulin drip and manual injections. The customer was wearing the device and was taken to the x-rays room. Troubleshooting was not completed. However, the alarm history was checked and had no records of any alarms other than low reservoir occurred the day before her admission.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.